Event description:
(B)(4). Sharp/stabbing pain in my right side/stomach area. The symptoms were that of appendicitis but, with a CT scan w/iodine the results showed I had swollen lymph nodes. This is not the first time I've been to the ER for this after I've had the essure procedure done. The pain comes and goes and is very, very painful.